Manufacturer narrative:
Product ID: 8840, serial# (B)(4), product type: programmer, physician, the main component of the system. Other relevant device(s) are: product ID: 8840 serial/lot# (B)(4), ubd 2039-12-31, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (1.2 mg/ml at 1 mg/day), lioresal (22.5 mcg/ml at 18.905 mcg/day), bupivacaine (5.9 mg/ml at 4.9572 mg/day), and morphine (1.1 mg/ml at 1.9489 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the hcp was utilizing an 8840 clinician programmer to re-program the patient¿s pump with a drug change from 4 drugs to 3 drugs and concentration and dose changes for the remaining drugs with a bridge bolus. The hydromorphone was removed from the pump; the lioresal concentration was increased to 25 mcg/ml with a dose of 19.489 mcg/day; the bupivacaine concentration was increased to 6.4 mg/ml with a dose of 4.9893 mg/day; and the morphine concentration was increased to 2.5 mg/ml with a dose of 1.9489 mg/day. While updating the pump, there was a critical memory error that occurred with the pump going to stopped pump mode. Per the hcp, there were some new and some old settings there, so she utilized a different 8840, read the pump, re-programmed it, and updated the pump without any issues. When she utilized the original 8840 again the new settings were confirmed. The event logs never confirmed any issue had occurred. The hcp was wondering about next st eps for the patient¿s pump critical memory error issue. The hcp stated that she had confirmed all the new programming and that the calibration constant was correct including the bridge bolus settings before allowing the patient to go home. No patient symptoms were reported. No further complications were reported/anticipated.